Event description:
The nurse reported that "while using the device for a surgery, the surgeon could not perform the diagonal target appropriately."

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.